Event description:
Medtronic received information that directly following the release and implant of a transcatheter bioprosthetic valve from the delivery catheter system (dcs), the nose cone of the dcs became trapped on a strut of the valve or calcification on the native valve. A snare was used to apply traction and to snare the nose cone, causing the valve to embolize upward. Angiography was performed and revealed large amounts of paravalvular leak (pvl). The dcs was removed, a balloon aortic valvuloplasty (bav) was performed and this second transcatheter bioprosthetic valve was implanted but was noted to be too high. A third transcatheter bioprosthetic valve was successfully implanted with trace amounts of pvl and mean gradient of 9 mmhg. No further adverse patient effects were reported.

Manufacturer narrative:
This report is in regards to the second implanted valve; separate reports will be filed for other products involved in this event. The product remains implanted, therefore no product analysis can be performed. The angiographic procedural films have been requested. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Angiogram cine review: cine #9, the corevalve bioprosthesis located in the ascending aorta and then in cine #10 the valve is across the patients native valve with no issues observed. Cine#11 through #14 show a typical corevalve deployment, then in cine #15 the operator is pulling the dcs plunger tip close to the inflow portion of the valve. In cine #16, it appears that the operator attempts to centralize the nosecone, however, was not successful as the nose cone of the dcs is not shown as being in the center of the valve before removal is attempted. The nose cone then appears to be caught on the inflow portion of the valve. Cine 17-18 show the wire is pushed back into the ventricle in attempt to free up the nose cone. This appears unsuccessful as the tip remains caught on the valve. Next a snare is shown being used to try to deflect the plunger tip off the valve inflow. Unfortunately, this also appears to be unsuccessful with the tip still showing up caught on the inflow portion of the valve. Then in cine #19, the plunger tip and the delivery system have already been withdrawn from the screen and a balloon is in their place. The balloon is inflated to correct the malformation in the inflow caused by the plunger tip getting caught on the valve. The balloon is successful in opening up the valve. The next cine's show the confirmation of the valve implant depth, which shows the valve as being in a high position. Unfortunately, the cine's do not show if the valve dislodged during the dcs tip removal. There is no clear evidence to support or deny the claim that the valve moved during the stuck plunger tip removal. Cine #27 through 34 show a second corevalve bioprosthesis being implanted at the same depth as the first valve. The second valve does not change the regurgitation leakage of the first valve. Cine #35 shows a third valve being implanted valve in valve, and placed at a correct level to seal the two high implants thus resulting in minimal leakage on the angiogram. Conclusion: based on review of the event information and provided imaging, the most likely cause for this type of damage to the plunger tube, capsule and the slight gap can be attributed to the report of the plunger tip getting caught on the valve frame when the dcs was being withdrawn. Currently the corevalve IFU instructs the user to confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis while viewing under fluoroscopy. However, it is unclear if the user followed these directions as it appeared in cine #16 that the nose cone was not centered before removal was conducted. The most likely cause for the nose cone getting stuck on the valve frame per the cine review is due to use error and is not the result of a device malfunction. As a result of the nose cone getting caught on the valve frame then may have played a role in the valve dislodging, however, this could not be confirmed via the provided cine images. It was not clear if the valve moved as a result of the plunger tip getting caught on the valve frame or if the valve had initially been implanted high. In summary, these events do not allege a device related malfunction occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.